Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use, the access ports were used to remove the device from the pt's anatomy. The clip delivered and achieved hemostasis appropriately. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the clip was fully deployed. The thumb advancer had been retracted approximately 6 cm distal of the finish window of step #3. This finding confirms the report of using the access ports to unlock the thumb advancer and retracting it proximally. The plunger was in the distal activated position with the #2 visible in the window and safety release button was also engaged with the retaining ring. Based on the retraction of the thumb advancer after clip deployment, the plunger had been re-engaged after the procedure. The vessel locators were in the opened positions. One side of the ribbon was broken at the distal retaining ring, but was still attached at the proximal retaining ring and pusher body bonds. All components of the locator wings were returned. During testing, the safety release button was activated releasing the plunger to collapse the vessel locator wing without difficulty. At clip deployment, the vessel locators are designed to automatically collapse and not interfere with clip delivery. Based on the investigational findings, the most probable root cause for the bent locator wings is compaction of subcutaneous tissue between the distal end of the tube set and the locator wings during thumb advancer deployment. This may create distal forces resulting in bending and breakage of the locator wings and subsequent difficulty with device removal. No manufacturing or quality inspection issue was detected. A review of the history record for this device did not produce any findings relevant to this investigation.